Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012443478); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a transcatheter aortic bioprosthetic valve, the valve was recaptured and withdrawn from the p atient. After removal from the body, the delivery catheter system (dcs) was inspected and the capsule was observed to be banana-shaped. A different dcs was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed due to severe leaflet calcification. The valve was recaptured due to having an infold. The valve was inspected and appeared to be in good condition. The same valve was loaded onto the second dcs and implanted. Additional information was received that a procedural delay of 10-15 minutes occurred as a result of the infold. Per the physician, the infold was caused by the patient's severe leaflet calcification. The infold was resolved with performing a second pre-implant balloon dilation using a bigger balloon and a post-implant balloon dilation.